Event description:
It was reported through the filing of a lawsuit that allegedly "the patient underwent surgery wherein a stryker xia pedicle systems with iliac fixation was inserted into patient's lumbar spine". It is further alleged that "the rods of the product broke causing severe and permanent personal injuries".

Manufacturer narrative:
Because no devices were received for evaluation, testing and inspection cannot be performed to aid in root cause analysis.conclusion:because no devices have been received, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported through the filing of a lawsuit that allegedly "the patient underwent surgery wherein a stryker xia pedicle systems with iliac fixation was inserted into patient's lumbar spine". It is further alleged that "the rods of the product broke causing severe and permanent personal injuries".